Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, at times the customer has to press buttons multiple times for the pump to respond. Customer's blood glucose level was not impacted. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source.